Event description:
A malfunction was reported on the customer's pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. To resolve the problem, tandem technical support assisted the caller with resetting the pump, and when the malfunction recurred, they arranged for a replacement pump to be sent. The customer was provided with instructions for returning the faulty pump and acknowledged the steps required for setting up and using the replacement.